Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory using an unknown reagent and to professional coaguchek xs meter serial number (B)(4). At 11:30 am, the meter result was 5.1 inr using an unknown strip lot. At 12:00 pm, the laboratory result was 3.5 inr. The customer's warfarin dose was kept the same and she was told to eat more greens. On (B)(6) 2019 at 10:00 am, the meter result was 4.0 inr using an unknown strip lot. At 12:00 pm, the laboratory result was 3.0 inr. The customer's warfarin dose was kept the same. On (B)(6) 2019 at 11:15am, the meter result using strip lot 39739821 was 4.2 inr. The result from the professional coaguchek meter using an unknown strip lot was 4.4 inr. At 11:45 am, the laboratory result was 3.0 inr. The customer's warfarin dose was kept the same. Refer to the medwatch with patient identifier (B)(6) for the professional meter. The therapeutic range was 2-3 inr.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range: 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields concomitant medical products and device evaluated by MFR have been updated.